Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26333. Follow up information identified the patient underwent surgical intervention to reposition the right lead which resolved the issue.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26333. It was reported the patient suffered a fall and is now receiving stimulation in the incorrect areas. X-rays were taken and showed both leads have migrated. Reprogramming was able to provide stimulation to the correct area; however, surgical intervention is pending to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).